Event description:
The manufacturer received information alleging a ventilator was alarming for low minute ventilation. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the inlet air path assembly was observed to have lifted up and blocked the air intake of the blower and caused the issue. The inlet air path assembly needs to be replaced to address the issue.